Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2015 gamma3 u-lag screw surgery was performed. After that the patient complained the pain and the penetration of the u-lag screw was found. Then, a revision surgery with a nail of other company was performed on (B)(6) 2015.

Manufacturer narrative:
Referring to product inquiry the u-blade set, ti gamma3® ø10.5x90mm and long nail kit r1.5, ti, left gamma3® ø10x320mm x 130° are stated to be the primary products. Review of the device history records of the affected products revealed no conspicuities in material or manufacturing. The devices reported were not returned to stryker kiel [discarded by customer]. Thus, a physical examination of the devices in question was impossible. Based on the x-ray images provided [in particular image dated 11/20/2015 (ap)] it can only be assumed that likely the set screw had been unscrewed for more than ¼ of a turn resulting in exceeded motion of the lag screw towards medial. From technical point of view in this case no implant failure was verified. Nevertheless, the exact root cause of the reported event could not be determined with the information given. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) 2015 gamma3 u-lag screw surgery was performed. After that the patient complained the pain and the penetration of the u-lag screw was found. Then, a revision surgery with a nail of other company was performed on (B)(6) 2015.